Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the black box data shows no evidence of short battery life; multiple cs 128 alarms occurred on (B)(6) 2017. During investigation, the battery compartment and battery cap were observed to be undamaged and were able to fit securely. Unrelated to the complaint, moisture corrosion was observed on the display screen inside the pump. A leak test failed due a display lens leak. The pump powered on with an unresponsive keypad. Further testing for the issue of short battery life was unable to be adequately investigated. The keypad rubber was undamaged. The keypad was removed and no contamination or damage was found to the button contacts. The pump¿s cover as removed and moisture corrosion was found to the keypad flex and to the power printed circuit board.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.